Manufacturer narrative:
A f/u medwatch will be send after receiving the product and evaluation. Additional info: the product mentioned is a tubing set and the included affected component has the contributing design function of the reservoir which is registered under 510(k): k102919.

Event description:
Translation from the original incident report in (B)(6): no blood flow in the reservoir after 30 min. Hlm time. The patient had to be connected to another hlm set. (B)(4).